Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation. The customer also did not provide specific information about the defect experienced. No further information is available. Due diligence has been completed. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: customer reported: several of the saline bags/tubing leak out of the ports. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.